Manufacturer narrative:
Philips service performed a system functional test and advised a ghost restore for recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot up due to a license checking error on an allura xper fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.